Event description:
A surgeon reported the intraocular lens (iol) was explanted due to some event that occurred during the operation. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information has been requested.